Event description:
The manufacturer received information alleging a patient experienced a collapsed lung while using a ventilator. According to the reporter of the event, the patient was diagnosed with a collapsed lung on (B)(6) 2014, spent four days in the hospital and was discharged to home.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The manufacturer reviewed the downloaded patient information from the ventilator. The patient data was reviewed from 10/16/2014-10/18/2014. These were the only dates with device usage and logged patient data. The device was in average volume assured pressure support with auto epap (avaps) mode with maximum pressure support (ps) set to 25 centimeters of water pressure, maximum exhaled positive airway pressure (epap) of 6 centimeters of water pressure and tidal volume of 310 milliliters. The patient's maximum measured airway pressure during therapy was 19.89 centimeters of water pressure which is within acceptable clinical limits. The avaps-ae mode also features an auto breath rate which was enabled. The auto breath rate feature will not allow the device to deliver a breath (stack breaths) until the user's lungs are empty; this feature is designed to prevent over inflation of the lungs.